Manufacturer narrative:
The unit was rebooted and the issue did not recur. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in the inability to initiate mechanical ventilation. There was no patient involvement.